Manufacturer narrative:
The autopulse platform has not been received in complaint for investigation . A supplemental report will be filed when investigation has been completed. Not returned to manufacturer.

Event description:
Ems crew responded to a call for a patient who was down for a chest pain. It was unknown how long the patient was down. There were no any signs or symptoms of trauma. The cardiac arrest was witnessed by ems . There were no any signs or symptoms of trauma. Bystander CPR was performed in 2 minutes upon ems arrival. Upon arrival, the crew performed manual CPR for 10 seconds prior to deployment of the autopulse . The autopulse platform was deployed without any issues. During active operation, after 5 minutes was performed, the platform stopped and shut off by itself. The crew attempted to replace another fully charged battery. The platform was restarted multiple times; however, the issue would not resolve. The use of autopulse platform was aborted and the crew reverted to manual CPR. Return of spontaneous circulation (rosc) was not achieved. The patient had expired. The cause of death was unknown. Per the responding crew, the death was not attributed to the autopulse platform.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned platform was performed and found no damage noted upon receipt. A review of the archive was performed and multiple "unknown cause" messages were observed in the data log. The archive log also showed that during the reported event date of (B)(6) 2016, a fully charged li-ion battery s/n (B)(4) with 1542 mah remaining capacity was used on the platform. The autopulse performed 199 compressions on a standard size patient for duration of two minutes and forty six seconds. The user manually stopped the compression, and then pressed re- start again to initiate another compression. The autopulse was at idle mode for the duration of three minutes twenty two seconds without compression, and then shutoff. The remaining capacity of the battery had dropped down to 1458 mah which is still considered an optimal charge for the platform to perform compressions. During functional testing the autopulse platform passed all testing criteria without displaying any fault or error messages. In summary the customer's reported complaint was not confirmed during archive review or functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported complaint of the platform shutting off. Additionally, the archive review showed that the battery used during the event was fully charged. Although the platform passed all functional testing, power distribution board was replaced to prevent the probability of reoccurrence. The platform was functionally tested and passed all final testing criteria.